Manufacturer narrative:
Citation: matsuda y, et al. Association between surgical risk and 30-day stroke after transcatheter versus surgical aortic valve replacement: a systematic review and meta-analysis. Catheter cardiovasc interv. 2021 mar;97(4):e536-e543. Doi: 10.1002/ccd.29105. Epub 2020 jun 25. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the correlation between surgical risk and 30-day stroke following transcatheter (tavr) or surgical aortic valve replacement (savr). All data was collected from a meta-analysis review of 23 studies published between 2011 and 2019. Of the 26,270 patients (tavr = 14,589; savr = 11 ,681) included in the study population (predominantly male, mean age 78.2 years), an undisclosed number of patients underwent tavr with the medtronic corevalve, evolut r, or evolut pro. No unique device identifier numbers were provided. Among all tavr patients, adverse events included: stroke within 30 days of valve implant. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.